Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and transmitter and received sensor did not connected alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7715, mmt-7040b. Troubleshooting was performed for loss of communication and confirmed that led light did not blink when connected to the sensor but transmitter was confirmed to have been charged. Troubleshooting was performed for tester procedure and confirmed that customer requested to run test plug procedure. No damage was reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after 1 minute. Troubleshooting was performed for charging issue and confirmed no damage to charger battery spring or connector pins. Charger green led light was solid green for about 15-20 seconds and then turned off. Charger was working as expected. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn, mmt-7715, mmt-7040b.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.